Event description:
Acct. Reports noting leaking due to cracks in the luer collar when attached to pt's IV catheter. States they use the jelco or protective insyte IV catheter. Pt's IV had to be restarted and pt. Had to be "stuck" again.